Event description:
In 2001, a medwatch report (uf# not provided) was received that states the following: post op x-ray showed fracture of catheter, vascular device. Pt came to surgery to remove fractured catheter and repalced with new device.